Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found in backup vvi mode. The patient is dependent, after a software download, the device resumed normal function. The patient would be scheduled for routine follow up for device check.